Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc). The patient was connected at the time of the alarm for dwell cycle three of three of peritoneal dialysis (pd) therapy. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The patient was to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable device was identified. The device has been returned for evaluation. Visual inspection was performed and no issues were noted. A simulated therapy, pressure testing, and clear passage testing were performed on the device with no issues noted. The reported problem was not confirmed during sample evaluation and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.